Event description:
A pt reported experiencing inaccurate low results with a one touch profile meter. The pt's blood glucose results were 13.4mmol/l versus 16.9mmol/l meter to lab. Tests were done within 10 mins with a difference of 21%. Pt did not experience any adverse events. No further info has been reported.